Manufacturer narrative:
Results of device investigation will be filed in a supplemental report when complete.

Event description:
The hydrophilic coating of the aquatrack wire sheared off into the pt. It was a carotid procedure with groin access. The iliacs were tortuous. The physician attempted a jwire through the access needle but it would not go. He then put the aquatrack through the access needle; advanced it (although they say they never pulled the aquatrack back through the needle); removed the needle; and then delivered a 6fx11 cm terumo sheath over the aquatrack wire and then pulled the aquatrack wire out at which point, they noticed that the tip of the wire had sheared off. The pt had to be sent to surgery for removal of the sheared portion. The wire is available for analysis.